Manufacturer narrative:
Additional information (device mfg date) has been updated based on returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and performed simvivo test. All results were within specification. No malfunction or product deficiency was identified.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed in section is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a ¿scan again in 10 minutes¿ message from his adc freestyle libre sensor for more than two hours, after two-days of wear. He further reported that due to the message he did not use his device because he thought it wasn¿t working. On (B)(6) 2019, he began to experience ¿fatigue, tremors and (his) head was spinning¿, but didn¿t realize he was becoming hypoglycemic. Customer¿s colleague gave him a piece of sugar to consume. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported receiving a ¿scan again in 10 minutes¿ message from his adc freestyle libre sensor for more than two hours, after two-days of wear. He further reported that due to the message he did not use his device because he thought it wasn¿t working. On (B)(6)2019, he began to experience ¿fatigue, tremors and (his) head was spinning¿, but didn¿t realize he was becoming hypoglycemic. Customer¿s colleague gave him a piece of sugar to consume. No additional treatment was reported. There was no report of death or permanent injury associated with this event.